Manufacturer narrative:
Eval summary: the provisional tibial plate is held down by six pins, including two in the posterior portion of the plate, assumed to be the "posterior holding pin" reference above. These pins could have interfered with the insertion of the provisional articular surface if they protruded above the tibial plate too far which could explain the wear on the posterior-medial portion of the provisional, but not the chipping of the rim. It is unk how many times this device has been used since it is a reuseable instrument. It has been in the field for approximately 2 years. Protruding pins and deformed material around the inferior rim would make the provisional more difficult to assemble into the tibial tray which may have been what required the surgeon to use a mallet to assist in insertion. The force from the mallet impact most likely exceeded the material strength, causing the provisional to fracture, but without additional info, the exact cause cannot be conclusively determined at this time. As returned, the inferior rim, where the articular surface provisional mates with the tibial tray, showed wear and chipping. The material is deformed at both posterior corners. Approximately 0.75" of one rim is fractured away on one edge. Device history records indicate the component was manufactured and inspected to specification.

Event description:
It is reported that while trialing the knee components, the lps articular surface trial was difficult to fully seat on the tibial plate. The surgeon used a mallet to assist the insertion of the articular surface trial. It appeared the trial articular surface was catching the posterior holding pin and the trial fractured.